Event description:
It was reported that the system 6800 initializes completely but will not operate as a fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the I/o transition circuit board was loose. The circuit board was reseated and the system was tested and found to be working as intended and placed back into service.